Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, a suprarenal aortic extension, and two limb extensions. Subsequently, on (B)(6) 2016, the physician determined through a follow up computed tomography (CT) that the patient had a type 1a endoleak caused by device movement. Physician is planning a secondary procedure, the patient has not been scheduled. Patient is in stable condition.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were not confirmed; endoleak type ia, stent movement, and stable patient disposition. Additionally there was evidence to reasonably support the following observations; infrarenal stent placement of a suprarenal stent, and intraoperative stent movement. The clinical assessment was based on no patient medical records, and suboptimal patient images. Based on the information available the root cause of the reported event is unknown. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; suboptimal infrarenal stent placement, intraoperative stent movement, and use of co2 angiography.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, a suprarenal aortic extension, and two limb extensions. Subsequently, on (B)(6) 2016, the physician determined through a follow up computed tomography (CT) that the patient had a type 1a endoleak caused by device movement. A secondary intervention on (B)(6) 2017 was done and a suprarenal aortic extension was implanted to correct issue. The patient did well.